Event description:
It was reported that patient was revised due to dislocation. Dr. (B)(6) had previously worked on her and she has had reoccurring issues with her knee. Dr. (B)(6) revised her to a thicker polyethylene spacer and she appeared to be more stable.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplement report.